Manufacturer narrative:
(B)(4). Concomitant medical products: m2a 38mm mod hd +3mm nk cat: 11-173663 lot: 601580, taperloc microp fmrl 11.0mm cat: 14-103205 lot: 419280. Reported event was confirmed by review of x-rays provided. X-ray review states absence of the greater trochanter and mild heterotopic ossification. Small inclination angle of the acetabular cup with more horizontal orientation than expected. No hardware fracture seen. Possible radiolucency along the medial acetabulum at the cement hardware interfaces. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a left hip revision approximately 12 years post primary surgery, due to dislocation and metal on metal reaction. During the revision, the cup was replaced and two screws were put in. Attempts have been made and additional information on the reported event is unavailable.